Event description:
According to the reporter, the nurse was injured with a dirty needle after completion of biopsy. This required immediate emergency room attention for a 4 inch laceration to the bone on the nurse's right hand. The injury required 7 stitches. The problem occurred after the procedure. The procedure was completed with a backup holster.

Manufacturer narrative:
The mammotome revolve dual vacuum assisted biopsy system is intended to obtain tissue samples from the breast or axillary nodes for diagnostic analysis of breast abnormalities. According to the reporter, the nurse was injured with a dirty needle after completion of biopsy. This required immediate emergency room attention for a 4 inch laceration to the bone on the nurse's right hand. The injury required 7 stitches. The problem occurred after the procedure. The procedure was completed with a backup holster. The device was not returned by the customer for evaluation. The instructions for use (IFU) was reviewed and confirmed that there are several precautions listed regarding the probe. Some examples include: keep hands clear of the sample aperture and probe needle tip at all times. The protective sleeve should remain on the probe needle until you are ready to perform the tissue sampling procedure. Given the investigation findings and information available at this time the alleged failure does not appear to be attributed to the device. Root cause is undetermined, however, possible root causes could be the following: user doesn't fully secure the holster/probe into the cart dock. User places holster/probe into incorrect cart dock. User contacts needle tip while reinstalling/uninstalling protective sleeve. Based on the event details and information provided in the IFU, it was determined that this event did not occur as a result of a device malfunction. Review of the complaint database did not identify any similar events. Despite attempts to retrieve the lot number from the customer, the information was not provided. The following cells were left blank in this initial report: d4 lot #, expiration date, UDI # and h4 device manufacture date.